Event description:
Two pt samples with discrepant creatinine results. Pt 1, initial result gave 1.2 mg/dl; repeat gave 1.9 mg/dl. Pt 2, initial result gave 0.3 mg/dl; repeat gave 1.0 mg/dl. Erroneous results reported for pt 1 only. Pts not adversely affected. The field service representative could not duplicate the issue. The field service representative noted he performed probe adjustments, checked rinse unit dispense volumes and cleaned sv21. Performance tests were performed and within specification.